Manufacturer narrative:
Analysis confirmed customer comment. Device contaminated: upper and lower case halves, test access label, hanger, all four control knobs, both output connectors and nuts, one case screw. The ventricular output connector is damaged. Hanger cracked. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned due to a substance being spilled on the device, which may have intruded. The epg subsequently tested out of specification during manufacturer's analysis due to a broken ventricular connector. There was no patient involvement.